Event description:
It was reported that during defibrillation testing (dft) induction was delayed five seconds after holding down the button on the programmer, and when the technician stopped pressing the delivery button it remained greyed out. A few seconds later induction occurred without the button being pressed, and due to the button being greyed out there was no option to abort or deliver the shock manually. A real time device electrocardiogram showed no time lag and showed a ventricular fibrillation arrhythmia induced. There was a concern regarding a ventricular fibrillation arrhythmia being induced without the delivery button being pressed. Engineering review of the case noted that the first of the three attempts at induction in the programmer session files failed due to telemetry issues. The commanded shock failed and appeared to have not been received or processed by the device. The next two induction attempts appeared complete and processed by the device. In addition technical services (ts) discussed verifying the environment and wand placement during induction, as it was important to identify any potential source of electromagnetic interference during implant. Ts also discussed a possible issue with the programmer. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during defibrillation testing (dft) induction was delayed five seconds after holding down the button on the programmer, and when the technician stopped pressing the delivery button it remained greyed out. A few seconds later induction occurred without the button being pressed, and due to the button being greyed out there was no option to abort or deliver the shock manually. A real time device electrocardiogram showed no time lag and showed a ventricular fibrillation arrhythmia induced. There was a concern regarding a ventricular fibrillation arrhythmia being induced without the delivery button being pressed. Engineering review of the case noted that the first of the three attempts at induction in the programmer session files failed due to telemetry issues. The commanded shock failed and appeared to have not been received or processed by the device. The next two induction attempts appeared complete and processed by the device. In addition technical services (ts) discussed verifying the environment and wand placement during induction, as it was important to identify any potential source of electromagnetic interference during implant. Ts also discussed a possible issue with the programmer. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem, outcome attributed to adverse event, and type of reportable event.

Event description:
It was reported that during defibrillation testing (dft) induction was delayed five seconds after holding down the button on the programmer, and when the technician stopped pressing the delivery button it remained greyed out. A few seconds later induction occurred without the button being pressed, and due to the button being greyed out there was no option to abort or deliver the shock manually. A real time device electrocardiogram showed no time lag and showed a ventricular fibrillation arrhythmia induced. There was a concern regarding a ventricular fibrillation arrhythmia being induced without the delivery button being pressed. Engineering review of the case noted that the first of the three attempts at induction in the programmer session files failed due to telemetry issues. The commanded shock failed and appeared to have not been received or processed by the device. The next two induction attempts appeared complete and processed by the device. In addition technical services (ts) discussed verifying the environment and wand placement during induction, as it was important to identify any potential source of electromagnetic interference during implant. Ts also discussed a possible issue with the programmer. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during defibrillation testing (dft) induction was delayed five seconds after holding down the button on the programmer, and when the technician stopped pressing the delivery button it remained greyed out. A few seconds later induction occurred without the button being pressed, and due to the button being greyed out there was no option to abort or deliver the shock manually. A real time device electrocardiogram showed no time lag and showed a ventricular fibrillation arrhythmia induced. There was a concern regarding a ventricular fibrillation arrhythmia being induced without the delivery button being pressed. Engineering review of the case noted that the first of the three attempts at induction in the programmer session files failed due to telemetry issues. The commanded shock failed and appeared to have not been received or processed by the device. The next two induction attempts appeared complete and processed by the device. In addition technical services (ts) discussed verifying the environment and wand placement during induction, as it was important to identify any potential source of electromagnetic interference during implant. Ts also discussed a possible issue with the programmer. The device was implanted. No adverse patient effects were reported.